Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1.1 was not on the bus and medication could not be accessed from all 23 pockets. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 was failed and not detected on bus. A field service engineer removed the back panel and observed that all indicator lights on the controller boards were functioning normally, shut down the station, reseated the cables at the rear of the drawer, and restarted the station, ran the hardware test application (hta) test tool, restarted the station again, and completed the final test successfully. The system functioned as intended after the field service engineer repaired the device.